Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report that the insulin pump had several no delivery alarms. The customer's blood glucose level was 600 mg/dl. The alarm was resolved by a complete set change. The customer was treated with manual injections. The caller was advised to call back when the alarm occurred to troubleshoot. The caller declined to troubleshoot. Nothing was replaced or returned for analysis.